Event description:
The hip surgically implanted prematurely failed, causing the ball to be replaced. The original hip was implanted in 2001 at hospital. The second hip was implanted in 2005. Both implants performed by same dr.